Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name and email not provided/unknown.

Event description:
It was reported that the implant (oss310) fractured in the middle of the implant. The site had bone loss, pain, inflammation and infection. Both fractured parts were removed from patient´s mouth. Tooth location 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual inspection of the as returned product identified a considerable amount of damage about the threads, which are worn down their base metal. The collar is fractured laterally. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: UDI: (B)(4). Device evaluated by follow-up: changed "no" to "yes".